Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information received: received information as following from sales rep via phone today. After investigation, the patient underwent surgery on (B)(6) 2025 (the specific patient's diagnosis and procedure name were unknown). The surgeon used the suture (vcp359h) for tissue suturing during the surgery (the specific suturing tissue level and suturing method were unknown). The suture broke during the suturing. The surgeon immediately replaced the suture of the same code for suturing again. The subsequent surgery went smoothly. This event resulted in an increase in the patient's intraoperative blood loss (the specific situation cannot be traced), and no subsequent adverse event reports were received.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and no non conformances/manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the correct use according to the instructions, the suture broke and could not achieve the effect of suturing to stop bleeding. The doctor used the same product after replacing it. No adverse patient consequences were reported. Additional information was requested